Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Additionally, the battery gauge was noted to be fluctuating with resulted in the pump shutting off. The customer¿s blood glucose was between 90-135(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.